Manufacturer narrative:
Literature citation: habara, seiji et. Al. ¿contemporary stentless strategy 2016, stentless strategy by dcb¿, the coronary intervention, 2016 12 (2) p. 56-60. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as literature article MDR ID: 2134265-2016-07679 and 2134265-2016-07752. It was reported via literature that in-stent restenosis occurred. Long term efficacy of using drug-coated balloon angioplasty (dcb) for treatment of in-stent restenosis in paclitaxel-eluting stents and other non-bsc eluting stents and non-bsc bare metal stents was studied. Of the lesions treated with dcb, early follow up angiography revealed that restenosis occurred in 21% of the drug-eluting stent in-stent restenosis (des-isr) group. Target lesion revascularization (tlr) was performed for 13.9% in the des-isr group. Late follow-up angiography revealed 16.8% late restenosis. In conclusion the study determined that the use of dcb for in-stent restenosis can provide a therapeutic option which does not involve placing a stent within another stent and has an advantage of being usable as many times as necessary for recurrent restenosis.